Event description:
It was reported that during the implant procedure, the left ventricular lead dissected the patient. The lead was not used. No further information could be obtained.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No intervention was reported. Device evaluation anticipated, but not yet begun.